Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Product information/lot number not provided; supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer reported that the lancets were "not puncturing the skin as well as others". Customer reported that the "highest setting barely pierces" the skin. Product information, including lot number, was not provided. Complaint was reported via e-mail; attempted to contact customer by phone, unable to establish contact with customer at this time. No further information was able to be obtained.